Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the site was experiencing difficulty with the trumpf bed. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that the bed was paired with the system. The tse confirmed that the surgeon could visualize the instruments. The customer stated that they were getting a message about adjusting the ports. The tse informed the caller that they needed to follow the prompts provided by the system. The customer stated that they started to get movement and then the system gave them a message that the table position was not allowed. The customer then stated that they were undocking the robot. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon reports during the procedure he could not obtain the correct operative angle with the trumpf table while the robot was docked. The error message of adjusting ports was produced. There were no reported arm collisions that could have prohibited the table from moving. The robot was then undocked to adjust port sites, and the patient was repositioned, and then tried to be redocked in order to move the table. However, the patient's visceral fat moved and made it difficult to replace the cannulas back in the original port placements. Due to the inability of the trumpf tables movements, the procedure was converted to an open procedure, and the patient tolerated the conversion well. The procedure was completed with no further complications, the patient is recovering well.

Manufacturer narrative:
An investigation was completed to determine the cause of the adverse event (for ae). Based on the investigation, there is no indication that the device directly caused conversion to open procedure. While there was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure, the use of da vinci products during this type of surgical procedure could have contributed to the intraoperative complications as noted in the surgical risk document ((B)(4)).